Manufacturer narrative:
Correction made in section d4. The investigation is not yet completed. The investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer led´s "flicker and are too dark" was not confirmed, and further defects were detected. As stated, the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reprocessing process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and leads to image failure. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed. The investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a video intubation (case date not provided) the device had no image. No patient injury was reported. No delay to the procedure and they were able to complete the procedure with a back-up.